Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred in 2021. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
G4: device is not distributed in the united states, but is similar to device marketed in the USA. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: visual inspection: the pfna blade perf l100 tan was received at us customer quality (cq). Visual inspection of the complaint device showed surface scratches due to the implantation and explantation; therefore these scratches were due to normal use of the device. Functional test: a functional assessment was performed by inserting the blade into the nail. The locking screw was turned counter clockwise to loosen the screw and the pfna sleeve and blade to rotated freely as intended. The screw was then turned clockwise (tightened) and the sleeve and the blade were able to be locked together as intended. The assessment showed that there was no issue with locking or unlocking the blade and the device functioned as intended. The assessment also confirmed that the blade mated with the nail and functioned as intended. Investigation conclusion: this complaint is not confirmed as the functional assessment performed on the received complaint device showed that there was no defect and the device performed as intended. Although no root cause could definitively be determined for the reported complaint condition; it is likely the device was not used as intended. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- this complaint is confirmed as the received complaint device, was not able to stay locked with the nail. Although no root cause could definitively be determined for the reported complaint condition; it is likely that the device experienced a component failure. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.027.035s, lot: 80p2351, manufacturing site: bettlach, release to warehouse date: 10. December 2020, expiry date: 01 december 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the patient was implanted with a proximal femoral nail antirotation (pfna) blade for a femoral fracture. The blade unlocked itself and was removed on (B)(6) 2021. The patient was then implanted with a prosthesis. The patient is fine. This report is for one (1) pfna blade perf l100 tan. This is report 1 of 1 for (B)(4).